Manufacturer narrative:
Analysis of the pump, model# 8637-20, sn (B)(4), found a gear train anomaly; corrosion. The motor stall was due to gear wheel 3.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the event logs showed a motor stall occurring on (B)(6) 2014 without a subsequent motor stall recovery. The reporter denied any electromagnetic interference or magnetic interaction. The physician programmed and updated the pump to minimum rate mode. It was noted that the patient did have some increased pain, but was doing fine having no withdrawal. The device system was used to deliver fentanyl and prialt. Eight days later, it was reported that the cause of the motor stalls were unknown and decision was made to replace the pump as it was not known when it would recover. It was also stated that the pump had also been alarming with plenty of drug in the reservoir and 25 months remaining until the elective replacement indication (eri).